Event description:
Case description: investigational result name: novopen echo plus, batch number: nvgad95. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. No remarks. Visual examination and functional testing were performed. The memory display showed dose size. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The electronic device was examined. All dose sizes between 0.5 and 30 were correctly reflected. During examination of the product, no irregularities related to the complaint were detected. Novorapid penfill 100 iu/ml 3ml, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Levemir penfill batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: investigation result added. Imdrf code added. Relevant fields updated in EU/ca tab. Narrative updated accordingly. Final manufacturer's comment: (B)(6) 2024: the suspected device novopen echo plus has been returned to novo nordisk for evaluation. Upon investigation, device was found to be working as intended, no abnormalities detected. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. Since no faults were found on the returned device novopen echo plus and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse events. H3 continued: evaluation summary: name: novopen echo plus, batch number: nvgad95. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. No remarks. Visual examination and functional testing were performed. The memory display showed dose size. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The electronic device was examined. All dose sizes between 0.5 and 30 were correctly reflected. During examination of the product, no irregularities related to the complaint were detected.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) low blood sugar levels [blood glucose decreased] pen showed that a dose of 2.5 iu was administered though a dose of 0.5 iu was selected [device information output issue] otitis [ear infection]. Case description: this serious spontaneous case from greece was reported by a consumer as "low blood sugar levels(blood sugar decreased)" beginning on (B)(6) 2024, "pen showed that a dose of 2.5 iu was administered though a dose of 0.5 iu was selected(device displays incorrect message)" beginning on (B)(6) 2024, "otitis(otitis)" with an unspecified onset date, and concerned a 5 years old female patient who was treated with novopen echo plus (insulin delivery device) from unknown start date and ongoing for "type 1 diabetes mellitus", , novorapid penfill (insulin aspart) from (B)(6) 2024 and ongoing for "type 1 diabetes mellitus", , levemir penfill (insulin detemir) from unknown start date for "diabetes type 1", , a non-novo nordisk suspect product lantus (insulin glargine) from unknown start date for "diabetes type 1", patient's height, weight and body mass index were not reported. Dosage regimens: novopen echo plus: novorapid penfill: (B)(6) 2024 to not reported (dosage regimen ongoing); levemir penfill: current condition: diabetes type 1 since (B)(6) 2024. On (B)(6) 2024, the mother performed flow test with the novopen echo plus with 2 iu and then a dose of 0.5 iu of the novorapid and the pen showed that a dose 2.5 iu was administered. On an unknown date in (B)(6) 2024, patient experienced low blood sugar levels. The pen afterwards worked fine until (B)(6) 2024 when another incident of showing that 2.5 iu were administered, though a dose of 0.5 iu was selected. On (B)(6) 2024, patient experienced fever which according to the treating physician was due to otitis and nothing to do with the pen or the novorapid. The patient was given antibiotics (unspecified and non-codable) and the fever has resolved. On an unknown date patient has experienced low blood sugar levels (blood glucose) even as low as 37mg/dl. Since the hypoglycaemias continued the patient was hospitalized on (B)(6) 2024 for monitoring. On (B)(6) 2024 the patient was discharged from the hospital and the physicians suggested not to use any product unless the patient has high glucose levels. On (B)(6) 2024 the patient's sugar levels (blood glucose) was 285 mg/dl and novorapid penfil with novopen echo plus was used. Today, the patient's sugar levels (blood glucose) without using any product was 63mg/dl. Batch numbers of novorapid penfill and levemir penfill was requested. Novopen echo plus: nvgad95. Action taken to novopen echo plus was reported as no change. Action taken to novorapid penfill was reported as no change. Action taken to levemir penfill was reported as product discontinued. Action taken to lantus was reported as product discontinued. The outcome for the event "low blood sugar levels (blood sugar decreased)" was not yet recovered. The outcome for the event "pen showed that a dose of 2.5 iu was administered though a dose of 0.5 iu was selected (device displays incorrect message)" was not reported. The outcome for the event "otitis(otitis)" was recovered. Event abated after use stopped or dose reduced for novorapid doesn't apply event reappeared after reintroduction of novorapid doesn't apply upon fu on 17-jun-2024, this case was re-classified from non-serious to serious, as the event of low blood sugar levels was assessed as serious with seriousness criteria of hospitalization. Since last submission the case has been updated with the following: classification added; patient's lab data added; device tab, EU/ca tab and device addendum tab updated; suspect products lantus and levemir were added; outcome of event low blood sugar levels updated; event assessment tab updated; product event details tab updated; eol updated; narrative updated accordingly. References included: reference type: e2b company number; reference ID#: (B)(4). This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Preliminary manufacturer's comment 20-jun-2024: the suspected device has been returned to novonordisk and device will be investigated if it works with set specifications. Company comment: blood glucose decreased is assessed as listed event and otitis media is assessed as unlisted event according to novonordisk current reference safety information on levemir and novorapid. With the know safety and pharmacological properties of the suspect, the occurrence of blood glucose decreased cannot be ruled out. This single case report is not considered to change the current knowledge of the safety profile of novorapid and levemir. H3 continued: no (attach page to explain why not) or provide code 02 device evaluation anticipated, but not yet begun.

Event description:
Case description: this serious spontaneous case from greece was reported by a patient family member or friend. The father reported that they had not used again any product since the last communication. However, the child continued to experience low glucose levels from time to time. When they used the pen, the child did not take additional units. No leakage of insulin was observed. Insulin suspension was not used. No recent changes in diet or exercise level was a reported. The patient needed not to split the dose e.g. Change to another cartridge to get the intended dose, just before the events happened. Dialling clicks was not used to estimate the dose of the product, units on the pen were used. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Since last submission the case has been updated with the following: -operator of device updated as "patient family member or friend" in "device information " -narrative updated accordingly with other significant information.